Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the physician had difficulty with the implant tools and there was a dissection of the coronary sinus with the implant tools. The left ventricular lead was placed in the target vein and unacceptable thresholds were noted at multiple locations. The lead was no longer used and replaced. The patient was doing fine post surgery.